Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided the caller through the reset process. Following the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.